Event description:
It was reported that, since (B)(6) 2009, there were a high number of low impedance paces as well as many premature ventricular contractions (pvcs) and pvc runs. A full sensing test has not been done due to low rate, and thresholds remain unchanged. It was also reported that the ventricular high rate shows noise, and that the noise is reproducible when the patient presses his hands together at about shoulder height. A possible lead fracture due to subclavian crush is suspected. It was further reported that a lead warning occurred on (B)(6), 2010. There were continued low impedance paces and thresholds were stable. It was also noted that the patient is pacer dependent. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.